Event description:
It was reported that the subject device had image problem with electrical interference, sudden blackout. The procedure type was therapeutic. The event occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was no confirmed. A root cause could not be identified. Based on the investigation results, the most probable cause of this complaint was not identified; it was not confirmed that there was a problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.